Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed the telescope and the sheath were kinked. The impedance test shows an electrical open at the proximal end of the catheter between 130-240 cm from the distal housing. Microscopic inspection revealed drive cable twisted, and the imaging window had ripples. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "failure to follow instructions." According to the instructions for use (IFU), the motor drive unit (mdu) must be off during the insertion of the device until it reaches the region of interest. Per the event information, however, the mdu was on during the catheter insertion. Having the mdu on while advancing can significantly increase the constriction over the catheter and cause an electrical failure since the device is not designed to withstand the forces encountered when advancing while rotating. The material twisted noted on analysis is also evidence of advancing the device into patient while rotating.

Event description:
Reportable based on device analysis completed on 05mar2026. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, dark image occurred. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed twisted drive cable and the imaging window had ripples.